Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional rx multi-link 8 2.5 x 28 mm mentioned is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal left anterior descending artery. Pre-dilatation was performed with an unspecified nc balloon catheter. During advancement of a 2.5 x 28 mm multi-link (B)(4) stent delivery system to the lesion, the shaft fractured (separated). A second 2.5 x 28 mm multi-link (B)(4) stent delivery system was advanced to the lesion; however, the shaft also fractured (separated). A non-abbott stent was successfully implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) and kink were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch report, additional information was received which reported that during advancement of both multi-link 8 stent delivery systems, resistance was met with the anatomy. The proximal shaft of both devices became kinked and then separated. The devices were easily removed from the patient. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.